Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 (time not specified) when he allegedly obtained a blood glucose reading of 80mg/dl using the subject device compared to a reading of 48mg/dl using another meter (brand unknown) both within 30 minutes of each other. In a related complaint involving the same meter and test strip lot, the patient alleged obtaining readings of 74, 57, 81 and 104mg/dl all within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lifescan¿s criteria for accuracy and precision. It is unknown how the patient manages his diabetes, and it is also unknown whether he made any changes to his usual diabetes management routine in response to the reported issues. The patient claimed experiencing symptoms of ¿blurry vision, shaky, lightheaded, numbness of tongue/face and confusion¿ although it is unclear if the symptoms started before or after the alleged issue began. The patient denied receiving any treatment or further medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. The csr noted that the patient did not have any control solution. Return of the subject device for investigation was requested and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.